Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there malformed staples present after the firing? Yes. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. What color cartridge was being used? Green. What other color cartridges were used before and after this event? No cartridges used before this firing. Green used after this firing. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? N/a. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there malformed staples present after the firing? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a vats lobectomy right upper lobe procedure, when stapling across the bronchus, the staple line was "missing" in the middle of the staple line. The bronchus was almost completely open. The surgeon said that some staples may have formed at the proximal and distal edges of the staple line. Surgeon closed the bronchus with suture, thoracoscopically to complete the procedure. After this, surgeon used same device for fire on the fissure multiple times, without incident. There were no patient consequences. No device will be returning it was discarded.